Manufacturer narrative:
White blood cell count was within the normal range (4-10 mln/ml). Sample storage, and sample preparation were done according to the instructions for use. Sample was stored at 4c for 4 hours. Xpert bcr-abl ultra test result was negative [sufficient abl transcript]. Test result was reported to the clinician but as it did not match patient history, the doctor requested a retest. It was performed on the same blood specimen (stored at 4c) on (B)(6) 2026. The result was positive [0.026%is; mr3.59]. The retest was significantly higher than the first test. There was no patient impact due to this discrepancy as confirmed by the user. Data provided by the customer are inconclusive, but a sample mix-up or a single cartridge defect cannot be excluded. Review of production records (including internal quality control) confirmed that product meets release specifications. Review of customer complaints related to the same lot do not indicate systemic lot malfunction. The root cause of this under quantitation is inconclusive. The case is deemed reportable.

Event description:
On (B)(6) 2026, a customer reported an incident to cepheid regarding a questionable negative result on a patient obtained with the xpert bcr[?]abl ultra assay (lot 45301/1001495811). On (B)(6) 2026, a whole blood sample was collected from an adult patient who had previously been diagnosed with t (9;22) positive chronic myeloid leukemia (cml) and was undergoing active treatment (tki therapy). The context is a routine follow-up visit. The sample was collected in an edta sterile tube. On (B)(6) 2026, the sample was tested using the xpert bcr abl ultra assay (lot 45301). The test gave a negative result with sufficient abl transcript. This result did not fit the patient's clinical history; hence the clinician requested an additional test. On (B)(6) 2026, the same sample was retested using the same assay and lot number (due to the discrepancy). The retest gave a positive result [0.026% (is) and mr3.59], and this result was also reported to the physician. The calculated fold difference between the first and second results (8.6 fold difference) exceeded the acceptable three fold variability for repeat testing, confirming the discrepant result. There was no harm to the patient, but there was a delay in diagnosis from initial feedback.